Event description:
It was reported that entrapment occurred. The opticross 6 was introduced for visualization of the target lesion. After imaging was completed, the physician tried to remove the catheter but it snagged the guidewire and both devices were removed together. There was no harm to the patient.

Manufacturer narrative:
The device was returned for analysis. A kink was observed in the male telescope assembly. No other visual damages were encountered upon visual inspection. Microscopic inspection revealed the guidewire exit port was torn.

Event description:
It was reported that entrapment occurred. The opticross 6 was introduced for visualization of the target lesion. After imaging was completed, the physician tried to remove the catheter but it snagged the guidewire and both devices were removed together. There was no harm to the patient.